Event description:
It was reported that the customer was hospitalized for hbgs. The customer had awakened in the morning with a hbg with ketones. It was indicated that the customer took a manual injection, but did not change out the set. At the hospital, the customer was treated with an insulin drip. The md made no determination of the cause for event. The customer was instructed to follow the two hbg rule.